Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed bruising around the torso below the breast under the main strap of the lifevest. The patient's nurse removed the lifevest from the patient. The patient ended use of the lifevest, and after not wearing the device, it was reported that the patient's bruising improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.